Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system panel. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The device was returned to livanova (B)(4) for evaluation. Visual inspection did not identify any abnormalities or defects relevant to the reported issue. During functional testing. The issue could not be reproduced. The device was connected to the s5 testbench and tested extensively without issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the right side of the 6-display s5 system panel intermittently failed during a procedure. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4)manufactures the s5 system panel. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Though the reported issue was not reproduced during evaluation, both main switches of the panel were replaced as a precaution. Subsequent testing found no further issues. A technical safety inspection was successfully completed and the device was returned to the customer. As the issue could not be reproduced, an exact root cause was not determined. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.